Event description:
It was reported that, "the patient had increased proximal hip pain. Most of the two distal locking screws had backed out of the bone, protruding into the soft tissue of the thigh. The surgeon removed the distal locking screws from the left femur. Subsequent to increasing pain in the left hip, an x-ray was taken. It revealed a fracture of the gamma nail through the hole for the lag screw and fracture collapse into the varus." Additional information from user facility report: on (B)(6) 2011 - an open reduction internal fixation (orif) was performed on a left femur subtrochanteric fracture. Surgeon utilized a 360mm x 11mm long gamma nail, a 95mm lag screw, two distal locking screws and cerclage wire. On (B)(6) 2011 - the patient had increased proximal hip pain. Most of the two distal locking screws had backed out of the bone, protruding into the soft tissue of the thigh. On (B)(6) 2011 - the surgeon removed the distal locking screws from the left femur. Subsequent to increasing pain in the left femur. Subsequent to increasing pain in the left hip, an x-ray was taken. It revealed a fracture of the gamma nail through the hole for the lag screw and fracture collapse into the varus. On (B)(6)2011 - the surgeon removed the broken gamma nail and revised the open reduction and internal fixation (orif) with placement of new gamma nail hardware. A 380mm x 11mm gamma nail was used, along with a 105mm lag screw and two zimmer cables.

Manufacturer narrative:
Device was not returned. No evaluation was performed. Once the investigation has been completed any additional information , will be reported in a supplemental report. Additional information from user facility report: (B)(6). (B)(6) 2011, stryker gamma 3 system, stryker trauma (B)(4), (B)(6).